Event description:
During a service visit, the customer reported the generation of erroneous patient results for albumin (alb) and other multiple assays on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics. The customer did not specify the other assays that were affected. Note: refer to beckman coulter identifier (B)(4) which addresses erroneous results generated on (B)(6) 2024.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed fluid in the degasser line, debris in wash and sample syringes, misaligned sample probe and level detection issues. The fse identified the failure mode as multiple hardware. The fse replaced the degasser, valve assemblies, level detection board, tube connector and synapse, probe holder, seal, wash syringe, and sample syringe to resolve the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).